Event description:
When the hamilton-c3 is prepared for use the patient set resonates so hard that the flow sensor calibration fails. After a half hour warming up the calibration runs well. The ventilator can not be used at cold start. Sw 2.0.7 is installed.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause has not been investigated in detail. There was no patient harmed.